Event description:
It was reported that pump displayed malfunction code 6 with a corresponding fault ID, and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of the malfunction code, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.